Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted as lot number of the device was not available. According to the instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (dissection).

Event description:
This report captures the localized right external iliac artery dissection: on (B)(6) 2018, the patient underwent endovascular repair of a pseudoaneurysm that had been formed around distal anastomosis of a surgical graft in the aortic arch. A 22-fr gore® dryseal sheath with hydrophilic coating (dsl2228j/unknown lot number) was advanced from the right side and positioned distal to the inferior mesenteric artery. A delivery catheter for conformable gore® tag® thoracic endoprosthesis was then advanced through the sheath and deployed with its proximal end positioned inside the surgical graft. Upon withdrawal of the sheath, dissections were formed in two different locations: one was the retrograde abdominal aortic dissection originating from the abdominal bifurcation to the proximal abdominal aortic neck while the other was a localized dissection in the right external iliac artery. It was reported that vessel diameter of the right external iliac artery around the dissection site was 7.5mm. An intervention was performed whereby gore® excluder® aaa endoprosthesis, aortic extender components were implanted in the abdominal aorta to repair the dissection. However, a wait-and-watch approach was taken to the right external iliac artery dissection. The patient tolerated the procedure.